Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited foreign material in the biopsy channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the investigation results and the information provided, foreign material was found in the biopsy channel. The brush used during reprocessing became adhered to or clogged in the biopsy channel. We have confirmed that the user utilized the brush during reprocessing. The suggested event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in bf-q290 operation manual chapter 3 preparation and inspection; IFU states the preventative measures in bf-q290 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.